Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device's pacer rate potentiometer was found to erratically jump from 60ppm to 80ppm and back when the knob was touched. The complainant indicated that there was no pt involvement in the reported failure.